Event description:
It was reported the cutter would not start when the knob was moved to the forward position during a breast biopsy. The patient's breast had already been pierced. The case was cancelled and the patient rescheduled.